Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 5/11/2024.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite on (B)(6) 2023 and (B)(6) 2024 using the curve 240 (c240) to the abdomen area and the patient was presented possible paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment and the patient was presented possible paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite on (B)(6) 2023 and (B)(6) 2024 using the curve 240 (c240) to the abdomen area and the patient was presented possible paradoxical hyperplasia (ph).

Manufacturer narrative:
Correction: b5 (specified provider diagnosed paradoxical hyperplasia area). D4: 2 machines 1) serial number - (B)(6).

Manufacturer narrative:
D4: 2 machines: serial number: (B)(6) or serial number: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite on (B)(6) 2023 and (B)(6) 2024 using the curve 240 (c240) and the patient was presented possible paradoxical hyperplasia (ph).